Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx coronary drug eluting stent to treat a severely calcified lesion located in the proximal circumflex (cx) artery. The device was inspected with no issues noted. Resistance was encountered when advancing the device. It was reported that there was difficulty advancing the stent through the severely calcified circumflex artery. It was reported that stent dislodgement occurred during delivery to/at the lesion. The stent was unable to be removed from the patient. The patient is reported to be alive no injury.

Manufacturer narrative:
The lesion was pre-dilated. Excessive force was not used during delivery of the device. The inflation device remained on neutral pressure during delivery of the device. The device did pass through a previously deployed stent. The physician attempted to re-insert the balloon, rewire the crush and snare but all were unsuccessful. Tortuosity of the lesion was moderate. Stenosis was 95%. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.